Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly causing data points missing from the continuous glucose monitor graph. Additionally, the customers blood glucose level displayed high. Customer administered manual insulin injection to resolve elevated glucose and resumed insulin delivery successfully.